Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl at the time of incident. The customer had no any symptoms. The customer was treated for the low blood glucose with food and juice. Customer¿s current blood glucose level was unknown. The customer was assisted with troubleshooting for low blood glucose level. The product was not returned for analysis.